Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# : (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was experiencing trouble charging their ins. They were receiving a "system problem rm03" message and they would have to take the battery pack out of their controller to resolve the issue. The patient's recharger was getting very hot and burning them; it was leaving a mark on their skin. A replacement device was requested. Additional information received from the consumer via a manufacturer representative. It was reported that the patient was feeling a burning sensation while recharging. It was confirmed that the device was connecting with the implant. It was unknown if the issue was resolved.